Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation since, the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the complaint was confirmed. The device had rip/tear on the insulation on the inside of the cord. However, a definitive root cause of the issue could not be determined. The most probable cause was determined, due to component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, that the subject device had rip/tear on the insulation on the inside of the cord. The issue was identified upon return to decontamination, upon assembly inspection. The intended procedure was cystoscopy procedure. The procedure was completed using same set of device. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had rip/tear on the insulation on the inside of the cord. The issue was identified upon return to decontamination, upon assembly inspection. The intended procedure was cystoscopy procedure. The procedure was completed using same set of device. There were no reports of patient harm.